Event description:
It was reported that during implant the right ventricular (rv) lead was cut. The rv lead was not used. The patient condition was stable.

Manufacturer narrative:
The reported event of damaged lead was confirmed. As received, a complete lead was returned for analysis. Visual analysis noted the lead was damaged in the middle region of the lead. Electrical testing did not find any indication of conductor fractures but did find an internal short. All damages found are consistent with procedural damage.